Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an open nephrectomy procedure, on the second firing (with 60 vascular reload), the device locked on left kidney and would not release. They were unable to straighten or release stapler (articulated at time of firing). They were never able to unlock the device. They used ¿stringer instruments¿ to clamp on both sides of kidney. The device was then cut out with stapler still locked in clamped position on kidney. The customer reported to rep that she tried to open and de-articulate device in her office after case and still could not open or de-articulate device. Tissue and cartridge are still in jaws of device. The rep also noted that today the purchasing agent was unable to see "anything in window on top of device.¿ there is no additional information from customer regarding how case was completed. Nurse at physician¿s office also had no additional information regarding issue. There were no patient consequences.